Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports she stripped her peristomal skin in 2 spots when trying to remove the tan tape collar and these areas are smaller than a dime in size. She said these 2 areas are now scabbed over. She uses allkare adhesive remover to her peristomal skin. She uses ivory soap or water to cleanse her peristomal skin. She used alcohol to cleanse her peristomal skin when she stripped her skin. She uses stomahesive paste to her persitomal skin. She usually changes her wafer every 3-4 days but this wafer had only been on for hours. Instructed to cleanse her peristomal skin with soap that does not contain lotions; moisturizers or creams any time she uses the allkare adhesive remover. Instructed on crusting with stomahesive powder and protective barrier wipes or water. Instructed if areas worsens or do not continue to improve to call back for additional instructions.